Event description:
It has been reported to co that during the procedure a piece of this device broke off and remained lodged in the pt. It was necessary to remove the fragment surgically. The pt is reported as "good" and the device is being returned for co's analysis.